Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to a product performance issue. A new system was successfully placed. No additional adverse patient effects outside of the replacement procedure were reported.